Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that her husband was hospitalized for a blood glucose value of 809 mg/dl. The customer was in severe stomach pain and that he was non-coherent. The patient was treated with insulin drips for three days; his blood glucose was in the 600 mg/dl range during these three days. Troubleshooting was initiated to inspect the insulin pump. The drive support cap was normal. The customer was able to successfully prime using the current infusion set and reservoir. There were no insulin leaks identified anywhere either. Further troubleshooting was declined. No products were returned or replaced.